Manufacturer narrative:
It was reported that an m3 screw was missing from a visum halogen light system. The field service technician (fst) discovered the missing m3 screw during preventative maintenance. It is unknown how the m3 screw went missing. Potential reasons include improper maintenance by the hospital, as the site does perform some maintenance themselves. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that an m3 screw was missing from a visum halogen light system. There was no patient involvement or adverse consequence reported.